Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 03:20:11. During night drain cycle six, the patient's ultrafiltration reading was 964ml, indicating the home patient (hp) drained 964ml more than their maximum programmed fill volume of 1600ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 964 ml during therapy initiated on (B)(6) 2011 at 3:20, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4)clinical hazards list. Review of the event log revealed the user did a manual drain during cycle 6 dwell on (B)(4) 2011 at 10:17:16 with a drain volume of 2403 ml. During cycle 6 drain on (B)(4) 2011 at 11:17:46 the drain volume was 0 ml. The total actual drain volume for cycle 6 was 2403 ml. The actual drain volume of 2403 ml is 150.2% of the largest prescribed fill volume (lpfv) of 1600 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.